Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a flexiva 365 laser fiber was used for an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke and hurt the scrub nurse's hand. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.